Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the catheter exhibited slitting difficulty. The cutter failed to pass during slitting causing a lead dislodgement. A new catheter was used. The lead was implanted successfully. No patient complications have been reported as a result of this event.